Event description:
The customer reported that when the head operating room nurse performed the system check, she noted that ac power and battery charge indicators did not light in the defibrillator when it was connected to ac. The defibrillator was powered by battery.

Manufacturer narrative:
(B)(4). The customer reported that when the head operating room nurse performed the system check, she noted that the ac power and battery charge indicators did not light in the defibrillator when it was connected to ac. The defibrillator was powered by battery. The defibrillator was sent to biomed electromedicine department and biomed department lent another defibrillator. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.